Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead displayed increased pacing threshold measurements and a loss of capture at maximum outputs. The physician decided to reposition the lead. There were no adverse patient effects reported. Patient had underlying rhythm. The lead remains implanted successfully repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. An explant date was provided for this device, but the event states the lead was repositioned and remains implanted. No device was returned for analysis.